Event description:
The dr reportedly detected a metallic foreign body in the pt's eye approx one week following an uneventful phacoemulsification procedure. The pt is doing fine and has not experienced any complications from the particle. The product is not being returned for evaluation.